Manufacturer narrative:
Concomitant medical products: 30 ml bd syringe; therapy date unknown. The customer¿s report of an overinfusion was confirmed. The pcu event log shows that at 1:01 pm on (B)(6) 2017 an infusion of morphine 20-49.9 kg 15 mg/1 ml (drug (B)(6)) was programmed for pca dose + continuous with 3 mg for the pca dose, lockout interval of 10 minutes, 2.5 mg/hr for the continuous dose, and no max limit. At 9:12 pm on (B)(6) 2017, the user programmed morphine 50 kg and greater 1 mg/1 ml (drug (B)(6)) which had a concentration of 1 mg/1 ml instead of the previous morphine selection that had a concentration of 15 mg/ml. The previous parameters were selected of pca dose + continuous with 3 mg for the pca dose, lockout interval of 10 minutes, 2.5 mg/hr for the continuous dose, and no max limit. This caused the infusion to run at a continuous rate of 2.5 ml/hr instead of the previous 0.17 ml/hr and deliver pca dose requests of 3 ml each instead of 0.2 ml each. At 7:41 on (B)(6) 2017 the drug selection/concentration was changed again, to morphine 50 kg and greater 15 mg/1 ml (drug (B)(6)) with the same parameters of pca dose + continuous with 3 mg for the pca dose, lockout interval of 10 minutes, 2.5 mg/hr for the continuous dose, and no max limit. The total volume recorded as being infused from 1:06 pm on (B)(6) 2017 to 7:58 am on (B)(6) 2017 was 49.6772 ml with 27.0996 ml delivered at the 1 mg/ml concentration. The root cause of the overinfusion was user programming.

Event description:
The customer reported that an over infusion of morphine occurred with medical intervention required for unspecified patient harm. The customer did not have full intended programming parameters, but stated that on (B)(6) 2017 from 16:00 to 20:43, 15 mg of morphine at 2.5 mg/hr was given as a continuous infusion with unknown dose for demand. At 21:14, 1 mg/1 ml concentration of morphine was infused at 2.5 mg/hr. On (B)(6) 2017 at 07:42 with a new syringe, 15 mg of morphine was given at 2.5 mg/hr. The customer reported that there was no lasting medical effect.